Manufacturer narrative:
During a complaint review, beta bionics identified a complaint classification update related to incorrect quantities of supplies packaged in product kits. Following implementation of the updated complaint classification, a retrospective review of complaints was conducted, and this event was identified as potentially MDR reportable. Upon identification, the complaint was reevaluated and this MDR was submitted promptly.

Event description:
It was reported that a recent shipment for an ilet cartridge kit arrived missing the needles/syringes, and a goodwill replacement was arranged while the user was advised to notify their distributor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to characterize a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.